Event description:
Pt had intracranial bolt/monitor that was reading pressures in the 40's (high). Pressures couldn't get down until pt taken to surgery and new bolt/monitor was inserted. At that point, pressures went down & read 15-20.